Manufacturer narrative:
(B)(4). Concomitant medical devices: unknown trilogy ib shell- 60mm; item# unknown; lot# unknown. Unknown epoch stem; item# unknown; lot# unknwon. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that the patient underwent right hip prothesis surgery and approximately fourteen years later a revision surgery was performed due to the fracture of the ceramic head. Due diligence is in progress for this complaint; to date no additional information or product has been received.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated: b4, b5, g3, g6, h1, h2, h6, h10. As no product was returned, visual and dimensional evaluations could not be performed. Review of the device history records could not be done as the lot number was not available. Device is used for treatment. There is only a picture after the surgery available. A fractured ceramic head in several parts can be seen. The parts are full of blood. No further information can be detected. Medical records were not provided. The investigation did not identify a nonconformance or a complaint out of box (coob). A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.